Event description:
It was reported that customer experienced repeated minimum fill notifications over three days when attempting to load multiple cartridges, despite having sufficient usable insulin in each cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a different cartridge, successfully resumed insulin delivery, received additional cartridges from healthcare provider, and was sent replacement cartridges as a goodwill gesture by technical support, with instruction to monitor and call back if issue reoccurred.